Event description:
It was reported when using the bd pyxis medstation system the full height cubie was failed. The customer stated that this malfunction occurred while dispensing the medication to the patient during clinical workflow and delayed a couple of minutes. The user managed to get medication from the alternative device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not recognised during recovery. The technical support specialist assisted the customer remotely to remove cubies and cleared foils from underneath to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.